Manufacturer narrative:
(B)(4).

Event description:
Information was received indicating that a smiths medical cadd solis vip pump kept beeping when the patient/nurse changed the batteries. The batteries were also hot to the touch. There was no patient injury.